Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right ventricular lead started spiraling on distal end of the lead after multiple attempts to drive lead into the septum. After attempts to deploy lead in the ventricular septum, the helix would no longer retract or extend. The lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of insulation twisted and helix mechanism issue were confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. Visual examination showed that the helix was also found bent and the lead body was twisted, x-ray examination found that the inner coil at the connector region was over torqued and the helix was verified to be bent. These damages found are consistent with procedural damage. Due to the bent helix as returned, the helix mechanism/extension length test could not be performed. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event of insulation twisted was due to procedural damage while the cause of the reported event of helix mechanism issue was isolated to the helix being bent and over torqued of the inner coil.